Event description:
A malfunction alarm with code malf 12, indicating a momentary power loss to the vibrator motor, was reported by the customer. Blood glucose levels did not exceed 500 mg/dl, hence there was no adverse impact to the customer's blood glucose level. The customer received assistance in resetting the pump and was informed by technical support to call back if the issue recurred. The customer understood the instructions and continued to use the pump without further issues.